Manufacturer narrative:
UDI number is not required for the reported device. The actual device was discarded by the user facility. Therefore, the investigation was limited to information provided by the user facility and evaluation of five (5) retention samples from the reported lot. Inner needle pulling resistance testing was conducted using five (5) retention samples from the reported lot and product type. As a result the safety cover was confirmed to be safely activated to shield the tip of inner needle. Visual microscopic observation of the samples found no anomalies. A review of the manufacturer inspection record from the reported lot was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "dispose of the needle immediately into sharps container." "If the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of inner needle for infection prevention." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Actual device discarded.

Event description:
The user facility reported a needle stick with the involved device. Follow up communication with the user facility reported the following information: after catheter placement was successfully completed and the component removed from the patient the doctor temporarily left the used product with other wastes before throwing into trash can; this was when the doctor accidentally suffered a needle stick injury; the sharpen tip was not properly shielded by the safety cover; during activation of the cover the doctor heard a "click"; the doctor interpreted that as proper activation of the safety cover and the needle tip was surely engaged; the product was used on a patient who was hcv positive; and the health condition of the doctor is currently being monitored.